Manufacturer narrative:
Device evaluation- the returned device was given functional testing. The testing showed that the pump could be powered up but once operator attempted to begin infusion the device gave an alarm with displayed message "error 1870". This error indicates an issue with the motor or circuit board. The cause of this motor/circuit board issue was not definitely established.

Event description:
It was reported that the device gave an "error message". No known adverse effects to patient.